Event description:
It was reported that after an interventional neurological procedure, arteriotomy closure of a mildly calcified and mildly tortuous common femoral artery was attempted using a perclose proglide device. Reportedly, during deployment the device positioned at an angle of 45 degrees to the longitudinal plane of the artery. When the needle plunger was removed, no suture was present as the suture was not deployed through the guide of the proglide device. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The estimated weight of the patient who was reported to be approximately (B)(6). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.